Manufacturer narrative:
A third party service agent tested the device's battery in another device and it was also not able to power on. A replacement battery was installed in the device, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A further root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.